Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging the subject meter read inaccurately erratic. The reporter claimed obtaining blood glucose readings of "8.5 and 5.8 mmol/l" with the subject meter performed within minutes of each other. At the time of the call, the patient also reported obtaining a different set of inaccurate erratic results; however, was unable to provide the specific readings obtained. This complaint is being reported because the reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.